Event description:
The operator called to report that, while injecting uvadex into the treatment bag, she accidentally spilled some of the medication and had a few spatters in her face and eyes. She asked for advice on what she could do to minimize eventual side effects. The nurse said she had to inject 4.9ml uvadex, most of it was spilled and fell on the ground, but she could feel some little spatters on her face and in the eyes, she said it was a minimal volume. The port was normal, not blocked. This was operator error, the nurse admitted she was incautious. Clinical services specialist (css) advised to rinse the eyes with a sterile saline solution and afterwards wear sunglasses, all precautions as in the om, and to then consult a doctor in the hospital. Css asked the nurse to check internal guidelines regarding work related accidents and to comply with those directives. The nurse agreed to do so. Css contacted medical affairs, and received the same advice. Update (B)(6) 2015: css called back; the nurse said she was still wearing the sunglasses, she had the impression her left eye felt slightly different from the right one, but it was not painful at all. She went to an ophthalmologist yesterday, he checked and found everything normal. No prescription or further rinsing. Her face and skin were looking normal, no signs of sun burn. The nurse filled out a form to document the event, according to internal hospital guidelines,

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d107. There were no non-conformances related to the complaint. This lot met all release requirements. Uvadex lot# aa7225 was reviewed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for splash. No corrective and preventive action has been initiated for complaint category splash. Complaint meets reportability criteria, since medical intervention was necessary. There was no actual ae. This case is reportable due to user error. The device did not malfunction. The event was due to operator error. From uvadex perspective, there is no evidence to suggest a causal relationship between the drug and the event. (B)(4). Device not returned